Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not transition from wall o2 to tank and alarmed o2 not available. No patient harm reported. Patient information requested.

Manufacturer narrative:
The product support engineer had the customer remove the o2 hose from o2 manifold and connect it straight to the v60. The customer reported the alarm stopped . The customer replaced the o2 manifold to resolve this issue.